Event description:
The customer reported to olympus, during preparation for use for a therapeutic endoscopic ultrasound (eus) procedure, the crystals on the right side of the evis exera ii ultrasound gastrovideoscope were broken as the image was blurry. The intended procedure was completed with another scope. No other devices were involved or replaced in the event. No reported patient harm. The device had been inspected prior to use with no outward defect. During the evaluation of the device, it was noted the forceps cover glue was peeling and the ultrasound probe unit had cuts. This report is to capture the reportable malfunctions of the forceps cover glue was peeling and the ultrasound probe unit had cuts noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The ultrasound image had multiple broken elements. The probe unit pink rubber had cuts affecting the ultrasound image. The forceps cover glue was peeling. The biopsy channel had tear marks and was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling and the cut ultrasound probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.